Event description:
The perfusionist reported that batteries drained to 2 bars when both were fully charged when attached. The patient also reported that a low battery alarm did not occur when a battery was at 1 bar. There was no apparent issue with the controller. The batteries were exchanged due to possible switching. There was no effect on the patient. Preliminary manufacturer's review of the log files found no alarms logged in during the 14 days period prior to and up to the reported event date. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of four reports (3007042319-2015-01340, 3007042319-2015-01341,3007042319-2015-03008 and 3007042319-2015-03009) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650, (B)(4), (battery); 1650, (B)(4), (battery); 1650, (B)(4), (battery); 1650, (B)(4), (battery); this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01340 and 3007042319-2015-01341) submitted for devices related to the same event. Batteries have not been received